Event description:
It was reported that the device would not operate on battery power. There was no pt use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The customer declined repair of the recommended repair due to the device's age and repair cost. The customer has elected to retire the unit. The root cause of the reported failure cannot be determined.